Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a nephrectomy procedure. The operator used a lot of instruments in and out of the trocar, such as clip appliers. The operation took around five hours and after four hours, the seal broke. The seal was torn. A new cannula and seal were used to complete the procedure. There was no patient harm.